Manufacturer narrative:
(B)(4). The review of the (manufacturing, sterilization, packaging, boxing) paperwork verified that this lot met all pre-release specifications. Refer to field for the results of the imaging evaluation.

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm and an internal iliac artery aneurysm with a gore® excluder® aaa endoprosthesis featuring c3® delivery system combined with a gore® excluder® iliac branch endoprosthesis. During detailed discussions with the responsible physician it was decided to implant the gore® excluder® endoprostheses outside of the instructions for use. Reportedly the patient had only a small amount of flow lumen and a large amount of thrombus within the left common iliac artery. Since it was possible to successfully dilate the thrombus, it was decided to implant the gore® excluder® iliac branch endoprosthesis. After successful cannulation of the occluded left external iliac artery, a gore® dryseal sheath (dsl1628) was advanced from the left side until the aortic bifurcation. A gore® dryseal flex sheath (dsf1245) was advanced from the right side and the up-and-over throughwire was advanced and successfully. The iliac branch component ((B)(4)) was advanced over both guidewires and opened without issues. The internal iliac gate of the (B)(4) was fully opened and the external iliac leg of the (B)(4) remained constrained. The dsf1245 was advanced over the bifurcation into the internal iliac gate of the (B)(4) without issues. The internal iliac component ((B)(4)) was advanced and deployed at the intended location. The following angiography showed good blood flow far into the peripheral vessels. The overlap of the (B)(4) and the (B)(4) was dilated and the external iliac leg of the (B)(4) was fully opened. Both devices were placed like intended. An additional angiography showed blood flow within in the external iliac artery until the distal end of the (B)(4) , but an occluded internal iliac artery. Afterwards the internal iliac artery was dilated again. A following angiography showed thrombus within the proximal part of the (B)(4)and the (B)(4). Due to the occlusion, heparin was given and an embolectomy catheter was advanced into the left internal iliac artery. The aspiration showed only few thrombus. The next angiography showed more thrombus in the whole prosthesis. Therefore the physician decided to explant the whole gore® excluder® iliac branch endoprosthesis and to convert to open surgery.